Event description:
The lay user/patient contacted lifescan in early 2009 and alleged that her one touch ultra2 meter was reading inaccurately high. The alleged issue first occurred in late 2008 in the morning. The patient reported obtaining results in the "180s-190s" (exact results not provided). A day or two after the product issue began the patient reportedly experienced being lightheaded and shaky. She did not receive/require any medical treatment/attention. She manages her diabetes with pill, diet and/or exercise. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hypoglycemia after the product issue began. She did not provide any exact results obtained on the meter. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.